Event description:
Olympus (ocg) was informed that the customer high-definition camera head reportedly has ¿no image, just a little light stripe visible on the left side¿. The reported event was found during preparation before use. No death, injury or harm was reported. The camera head will be returned for service.

Manufacturer narrative:
The referenced device was returned to the olympus regional repair center (ocg). The customer¿s reported issue was confirmed as there was no image displayed on the screen. A visual inspection found the internal wires are torn. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation it¿s likely the loss of image was due to the broken cable. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.